Manufacturer narrative:
Fil evaluation summary: the reported removal difficulties and detachment events could not be assessed on the pre-implant films provided; therefore, the cause of the events could not be determined. Procedural angiograms showing attempts to remove the device were not received for a thorough analysis of the event. It is possible that the patient 's angulated aortic neck along with the presence of moderate calcification and thrombus in the area may have been a contributory factor to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. The rear handle and backend end wheel had been disassembled. One of the backend wheel components was missing. The stent stop/spiral member had been cut at the backend and removed from the graft cover/handle. Excessive deformation/separation was visible between two spirals. The spindle remained attached to the spiral. The inner member had detached 26.8cm from the taper tip sleeve. The material was jagged and uneven at the detachment site. Slight separation was observed between two spirals distal to the detachment site. Excessive twisting, kinking, and bunching was visible to the graft cover extending 24.8cm from the tip. The reported removal difficulties were confirmed based on the delivery system analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 67mm aaa.  It was reported that during the index procedure,  the main body was placed with an introduction on the left. The body was placed in the desired location and then deployed until the contralateral stump was opened. Then the suprarenal stent was opened to secure the body. The contralateral leg and the contralateral extension were put in place on the right. Then there was the opening of the remaining part of the ipsilateral body. Once the body was well in place, the spindle went up to recapture the tapered tip but the spindle  went back down into the body without having recaptured the tip. The tip to hang a mesh of the suprarenal stent (angulated neck). The delivery system was then raised to recapture the tip. Once the tip was recaptured at (80%) because it was impossible to recapture it completely. A new attempt was made to lower the delivery system back down into the prosthesis suprarenal stent. A balloon was also used to facilitate the passage of the nose at the level of the suprarenal stents but it did not work. The delivery system was mounted again to reopen the tapered tip and recapture it completely to better pass the mesh of the stent. At this point it was impossible to recapture the tapered tip because the wheel provided for this purpose no longer worked. A decision was taken to disassemble th e handle to manually recapture the nose, which did not work. At this time it is noted the tapered tip remained on the guide with probably a metal part in the nose which blocks the guide. The delivery system  could then be removed from the patient's body in its entirety. For the remaining tip, which had detached, it was removed using a non mdt catheter  and recaptured using the 18fr introducer sheath . It was noted this was not as not part of the IFU. There were no consequences for the patient. The procedure was then  finished  by putting the ipsilateral extension to the left. With to complete the use of the connecting balloon. The end result was satisfactory. Per the physician the causing the removal issues could not be determined.  No additional clinical sequalae were provided and the patient is fine.